Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that while using a bd eclipse blood collection needle with luer adapter to collect a blood sample, a clinician activated the device's safety mechanism and the safety mechanism snapped off. The clinician stated that this caused him to twist in a motion that resulted in a needle stick injury. Both the patient and clinician received routine post exposure lab work. Additionally, it was reported that no other medical interventions were provided.